Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the housing was cracked. It was further determined that the device failed pre-tests for saw- test, function- test, charging and checking of power module in charger, information button and self-test, check position of motor shaft and general condition and lever. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device would not charge. According to the reporter, the repair light was on and the spanner logo was flashing on the charger. It was unknown if there were any delays to the surgical procedure. A spare device was used to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.